Manufacturer narrative:
D10 concomitant product: gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#unknown) . Gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#unknown) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days after the parastomal hernia repair with small bowel resection, the anastomotic staple line separated and bleeding was discovered. The patient was not doing well, and had to undergo a secondary operation where the anastomosis was resected, lots of blood clots are seen in the abdomen and the anastomosis is blown out from blood clots within the bowel. Patient had a myocardial infarction after the procedure. Patient is still currently hospitalized and in critical condition. The patient experienced blood loss of 500cc or more, tissue loss and tissue damage as a result of the event.

Manufacturer narrative:
Additional information: b2 (death), b5, b7, g3, h1 (death), h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days after the parastomal hernia repair with small bowel resection, the anastomotic staple line separated and bleeding was discovered. The patient was not doing well, and had to undergo a secondary operation where the anastomosis was resected, lots of blood clots are seen in the abdomen. The bleeding was found intraluminal at the site of the anastomosis causing major disruption of the anastomosis  (blow out-half of the anastomosis was missing). The patient had a myocardial infarction after the procedure. The patient experienced tissue loss and tissue damage, the incision was extended as result of the event. There was a blood loss of 500cc or more and required blood transfusion. The patient required three reoperations and eventually expired due to small bowel necrosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, two days after the parastomal hernia repair with small bowel resection, the anastomotic staple line separated and bleeding was discovered. The patient was not doing well, and had to undergo the first re-operation where the anastomosis was resected, lots of blood clots were seen in the abdomen. The bleeding was found intraluminal at the site of the anastomosis causing major disruption of the anastomosis (blow out-half of the anastomosis was missing). Patient had a myocardial infarction after the procedure. The patient experienced tissue loss and tissue damage, the incision was extended as result of the event. There was a blood loss of 500cc or more and required blood transfusion. The second re-operation was indicated for ischemic changes in the bowel. The third re-operation was indicated for further resection of the ischemic small bowel, the bowel was again left in discontinuity and the surgeon made comfort measures. The patient eventually expired on postoperative day five due to small bowel necrosis.